Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 8atm. The procedure was completed with a different device. No patient complications were reported.